Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back stating that they didn't get any physician listings. They were resent.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that patient thought their ins was low and needed to be replaced. Patient stated they were coming to this conclusion because of what their patient programmer was showing. They were seeing a blinking light next to the ins battery icon on the patient programmer. Patient also reported that their stimulation was shutting off by itself all the time and they had to go in and turn it back on. The issue started three to four weeks prior to the date of report. Patient did not have a managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.